Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the inability to withdraw the guide wire. It was noted the guide wire had frayed or become uncoiled. Intervention - radiology was able , with difficulty, to snare the wire and the wire was removed.

Manufacturer narrative:
(B)(4). The customer returned a sample that is not a teleflex product and was not evaluated. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined. A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the inability to withdraw the guide wire. It was noted the guide wire had frayed or become uncoiled. Intervention - radiology was able , with difficulty, to snare the wire and the wire was removed.